Manufacturer narrative:
No device/product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the unit manager answered a call light on the medical/surgical unit to assist the adult patient to the bathroom and while crossing over the bathroom door threshold the alaris pump module detached from the pcu and fell to the floor causing the tubing set to separate and leak at the upper fitment during a primary infusion of 0.9% sodium chloride and a secondary infusion of magnesium/0.9% sodium chloride infusion. It was later stated that facility biomed presumes that the pump module was not fully latched/connected to the pcu. Due to this the customer would like bd to consider adding a safety feature that warns when the pump module is not fully attached to the pcu. The customer also stated that there were no adverse effects caused to the patient from the event.